Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a prevent needle. The distributor reports their sales rep was giving a demonstration and wiggling the needle end to show the safety device and the needle detached and stuck him. The customer reports this was a clean needle stick and no medical intervention was needed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.